Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support and management to bridge the patient to lvad. Two weeks post implant, the patient was going to the or for possible debridement of impella site to rule out infection. Patient was noted to have had positive blood cultures.

Manufacturer narrative:
The investigation for the reported infection/sepsis issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.